Event description:
Report received from an international affiliate (another country) of an independent change in the mode of delivery. The report states "pump was loaded with 30mg of morphine in 30ml of saline. It was set to pca only, 1mg dose with 5 minute lockout and 30mg and 4hr dose limit. It was checked by two recovery staff, and then by the ward nurse on transfering the patient to the ward. It had not been started. A ward nurse later checked the patient and found that the pump was running at a continuous infusion of 4mg/hour. The patient was not adversely affected. The pump door had not been opened. The pump was reset and continued without incident." Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.